Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A direct correlation between the reported bleeding and the device could not conclusively be determined through this investigation. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The pump shipped on 11mar2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient starting on (B)(6) 2021 with yellow drainage from driveline site. This was communicated to the care team via phone by the patient. No action was taken by the team. On (B)(6) 2021, patient sent an updated photo of driveline with dressings. Infectious disease reviewed the photo and stated it was too early for a driveline infection but would like a culture to be taken at next clinic visit. On (B)(6) 2021, patient was seen in clinic by care team. The white blood count (wbc) was 11.6 on (B)(6) 2021. On (B)(6) 2021 the c-reactive protein (crp) was 5. The event became significant on (B)(6) 2021 as infection disease reviewed the patient. After (B)(6) 2021 clinic visit, patient went home, and continued to monitor driveline drainage. There were also no symptoms related to driveline/infection status at the time of the visit. The driveline was examined by provider in clinic. There was no erythema, drainage or tenderness at site noted. Driveline dressing change with tape, drain sponge, betadine every 2-3 days. Patient educated by provider about the sign/symptoms of infection and driveline infection and when to contact the team. On (B)(6) 2021, patient was seen in clinic after reporting patient dropped controller and it pulled on driveline, ripping out stitches. Small amount of bleeding initially then stopped. Photo showed drainage. No signs/symptoms of infection per patient. No fever or shortness of breath. Wound culture was taken and patient ordered to take keflex 4 times a day for 1 week. Wound culture came back positive for gram + bacilli and corynebacterium species.